Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a faint brown circle on the pump touch screen. Reportedly, the customer was able to successfully access all the pump features and the graphics and text were readable and clear. Customer's blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.